Event description:
It was reported that the patient presented to the emergency room. Upon review, the implantable cardioverter defibrillator showed it withheld anti-tachycardia pacing(atp) therapy for too long for a ventricular tachycardia event. When the device delivered the atp therapy it failed to convert the rhythm until a shock was delivered successfully. Programming changes were performed. The patient condition was stable.